Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No excessive no delivery alarm and no motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, and cracked reservoir tube lip.

Event description:
Customer's father called stating his daughter received a motor error alarm while attempting a bolus shot. Did trouble shooting; customer was able to rewind the pump. Customer was advised to return pump and follow health care provider back-up plan